Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the bantam otw pta catheter products that are cleared in the us. The pro code and 510k number for the bantam otw pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. As the investigation was not confirmed and this was the first complaint reported for this lot number, a DHR review was not required. Investigation summary: the physical sample was not returned for evaluation. However, four photos were provided for review. 1. Shown was the carton edge labelling with lot no. Cmjx0384 in view. This complied with the lot no. Logged on the gcs. There were no anomalies noted to the labelling information. 2. Shown was a screen shot of a database window. The resolution was poor and the information could not be determined. 3. Shown was the pouch with a bantam device labelling applied. The lot no. Cmjx0384 was in view. This complied with the lot no. Logged on the gcs. There were no anomalies noted to the labelling information. 4. Shown was a device carton with a bantam device labelling applied. The lot no. Cmjx0384 was in view. This complied with the lot no. Logged on the gcs. Local labelling was also in view. There were no anomalies noted to the labelling information. Therefore, the result of the investigation is unconfirmed for the reported incorrect qr code information issue. The definitive root cause for the reported incorrect qr code information issue could not be determined based upon the available information received from the field communications, devices evaluation and photos review. Labeling review: the instruction for use for this lifestream device was reviewed and the following sections are applicable. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae these catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: visually inspect the packaging to verify that the sterile barrier is intact do not use the device if sterile packagingpouch has been damaged or unintentionally opened prior to use. Use the catheter prior to the use by date specified on the package. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials complications side effects and hazards of peripheral vascular interventions. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not use if product damage is evident. How supplied or stored: the bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Keep dry. Keep away from sunlight use the device prior to the use by date specified on the package. Directions for use: devices and substances required to be used with bantam pta balloon catheter, inflation device with pressure monitoring capability, sterile syringes, 0018 0457 mm guidewire, contrast medium, normal sterile saline, introducer sheath with appropriate inner diameter 4f or larger introducer sheath, note devices and substances described above shall be prepared and used according to the manufacturer's instructions for use. Inspection and preparation: 1 remove the balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the catheter as close to the balloon as possible. 2 if any resistance is felt or if any stretching of the catheter is observed while removing the balloon protector the product should not be used. 3 the catheter should then be inspected for bends kinks or stretched portions do not use if product damage is evident. 4 prepare a mixture of contrast medium and normal saline as per normal procedure recommended 25 to 75. 5 attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. 6 point the syringe nozzle downward and aspirate until all air is removed from the balloon. 7 turn the stopcock off and maintain the vacuum in the balloon. 8 purge the catheter guidewire lumen thoroughly. Note: reinserting the balloon into the balloon protector may damage the balloon or catheter. G2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an angioplasty procedure using the bantam otw pta catheter. Prior to the procedure, an error was identified during inventory scanning of the bantam product. The qr code incorrectly pulls up a different bantam variant. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the bantam otw pta catheter products that are cleared in the us. The pro code and 510k number for the bantam otw pta catheter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an angioplasty procedure using the bantam otw pta catheter. Prior to the procedure, an error was identified during inventory scanning of the bantam 3mm x 100x130cm product. The qr code incorrectly pulls up a different bantam variant (3mm x 100x180cm). There was no patient contact.